Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5636813, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 375cc mentor memorygel breast implants and bilateral capsular contracture post procedure (baker¿s grade unknown). Additionally, left sided rupture was noted during the explant surgery. The right prosthesis was replaced with a 325cc mentor memorygel breast implant and the left prosthesis was replaced with a 300cc mentor memorygel breast implant. This report relates to the left prosthesis. See 1645337-2019-09429 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/17/2019. Device evaluation summary: it was reported that a 67-year-old female underwent primary breast augmentation with 375cc mentor memorygel breast implants and bilateral capsular contracture post procedure (baker¿s grade unknown). Additionally, left sided rupture was noted during the explant surgery. Upon receipt by mentor the gel contained in the device appears yellow. Brown material was observed within the device. Gel was observed on the shell surface. Upon visual examination the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).